Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 16-oct-2023. One sample was provided to our quality team for investigation. Through visual inspection, it was observed that the printed scale was entirely missing from the syringe barrel. A small spatter of ink could be seen on the barrel near one of the flanges. Upon further evaluation a very minor amount of contact damage could be seen on one of the barrel flanges not affecting function. The missing print condition was non-conforming per product specification. Potential root cause for the missing print defect is associated with the marking process. These defects are occurring below an expected rate so no corrective actions will be made at this time. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that the bd syringe luer-lok¿ tip had scale marking issues. The following was received by the initial reporter: the fact is that the syringe has not print scale on its body. Description of the deficiency: the customer reported the scale was not printed on the syringe. Visual examination of the returned syringe revealed the syringe appears to be a 10ml injection syringe luer-slip (k-01000-023a). However, the printed scale appears to be missing on the barrel (reference attached files anp20046654). No other defects or anomalies were observed.

Event description:
It was reported that the bd syringe luer-lok¿ tip had scale marking issues. The following was received by the initial reporter: the fact is that the syringe has not print scale on its body. Description of the deficiency: the customer reported the scale was not printed on the syringe. Visual examination of the returned syringe revealed the syringe appears to be a 10ml injection syringe luer-slip (k-01000-023a). However, the printed scale appears to be missing on the barrel (reference attached files anp20046654). No other defects or anomalies were observed.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.